Event description:
It was reported the asymptomatic patient presented in clinic due to erosion of their implanted pacemaker. Cultures of the device pocket indicated no infection. The pacemaker was explanted and replaced without issue. The patient was stable throughout.